Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, the patient experienced hematuria and hemolysis. The patient¿s lactate dehydrogenase, potassium, and plasma free hemoglobin levels were elevated. Ramp echocardiography showed that the left ventricle was fully unloaded and the aortic valve was closed. Reportedly, it appeared to be a clinical issue with the patient. The patient was stable and recovering. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation a specific cause for the reported hemolysis cannot be conclusively determined. The submitted log file captured the device operating as intended. Hemolysis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.